Event description:
The customer complained a no boot situation. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.